Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was 400 mg/dl with high level of ketones considered dangerous. Customer¿s mother drove to school nurse¿s office to administer a manual insulin injection. Reportedly, the cartridge and infusion set were changed to resolve the issue.